Manufacturer narrative:
No conclusion code available. The reported crosstalk was confirmed in the laboratory. The device was tested on the bench and low impedance between the atrium tip electrode and rv ring electrode was noted to be the cause of the reported crosstalk.

Manufacturer narrative:
The reported crosstalk was confirmed in the laboratory. The device was tested on the bench and low impedance between the atrium tip electrode and rv ring electrode was noted. The anomalous impedance was caused by excessive solder on the electronics module.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, far-f oversensing and crosstalk were observed. The leads were reconnected, but the oversensing still occurred. The physician elected to implant a different device instead and the problem was resolved. The patient was stable.